Event description:
It was reported via repair work order that the brakes were not working due to missing clevis pin and rue clip. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.